Event description:
Complainant alleged that while attempting to cardiovert a 60-year-old female patient, the device failed to discharge. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Manufacturer narrative:
A zoll medical corporation approved service provider evaluated the device and the paddles. The device and paddles performed to specification. The device and paddles were put through extensive testing including functional testing and shock testing without duplicating the report. The paddles were replaced as a precaution. The device was recertified and returned to the customer. Review of the device log showed the user had pressed both the charge button and held shock buttons on paddles at the same time when the device was charging, thus resulting in multiple release button(s) prompts. No device errors were logged, only the release buttons advisory prompt to inform the operator that the shock buttons were pressed while the device was charging. Analysis of reports of this type has not identified an increase in trend.